Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: what is the patient's current status? The patient is fine. He left the hospital without consequences. Were there any consequences for the patient as a result of the event? No. Was there a change in post-operative care due to the event? (Ex. Prolonged hospitalization, readmission to hospital, re-operation, etc.) Yes, the patient stayed 8 days instead of 3 and did a scan before the patient left the hospital to make sure everything was fine. Investigation summary: upon visual inspection of one photo, the following was observed: the photo shows a surgery with two surgical devices tips on it, a suture with the needle can be observed based on the photo the event describe cannot be confirmed. Hands-on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that a trained bariatric surgeon used the echelon+ (powered) stapler. The stapler cut the tissue without stapling it. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was buttressing material used? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/28/2021. Additional information was requested and the following was obtained: was buttressing material used? No buttress material has been used.